Event description:
It was reported that the patient was brought to the intensive care unit with bradycardia and the device had no output or telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed that the device did not meet its expected longevity, however the cause of this could not be determined. It was reported that the patient was brought to the intensive care unit with bradycardia and the device had no output or telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device was out of specification in a manner that relates to event interrogate, difficult to output, none.